Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances. Additional information received indicated the sling was an advance xp that was originally implanted in 2015. The reason for the artificial urinary sphincter implant was due to recurring incontinence that was unchanged following the implant of the sling.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.